Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "would not turn on" (failure to power-up). A customer reports the system would not power up. Another system was used to complete the cases. There was no pt involvement.

Manufacturer narrative:
A company service representative examined the system and verified the reported problem. This was caused by the 5/12 volt power supply. The 5/12 volt power supply was replaced. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).